Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-04. H6: investigation summary bd received 100 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for poor serum was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for poor serum quality was not observed. Bd was unable to duplicate the customer¿s indicated failure sample quality/poor separation, because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer/returned and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor serum based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported that 65 bd vacutainer® z blood collection tubes experienced poor barrier separation of sample. The following information was provided by the initial reporter: samples didn't separate.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 65 bd vacutainer® z blood collection tubes experienced poor barrier separation of sample. The following information was provided by the initial reporter: samples didn't separate.